Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors. The field service engineer confirmed the reported technical errors on-site. The dc/dc & standard connectors printed circuit board (pcb) was found malfunctioning. The ventilator was tested and worked well with a dc/dc & standard connectors pcb from another ventilator. In january, 2021, it was informed that the customer had not yet approved the exchange proposal for the dc/dc & standard connectors pcb. No further issues have been reported and no further information has been received despite reminders. The evaluation of received device logs confirms technical error codes indicating power errors on (B)(6) 2020, which will be used as the date of event. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it may, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. As no part was returned for investigation, the root cause for the generated power error codes could not be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).